Manufacturer narrative:
A ge service representative performed an onsite investigation. A connector was replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. There is no injury or death related to this event.